Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Visual examination of the provided pictures identified: tibia and articular surface explanted; remains of patient tissue visible on the tibia plate. No further assessments can be made. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item#: 42502005802; lot#: 63392920, item#: 42509902525; lot#: 65889863, item#: 42540200029; lot#: 65610684, item#: 42532006402; lot#: 65979775, item#: 66041214; lot#: 65781248, item#: 66041214; lot#: 65781248. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision approximately nine (9) months post-implantation due to pain and stiffness. During the revision, the tibial tray and poly liner were exchanged while the other original implants were retained. Attempts have been made and no further information has been provided.